Event description:
It was reported to nova biomedical that a consumer received a result of 163 mg/dl on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. When the paramedics arrived they tested the consumer on their unk blood glucose meter getting a result of 39 mg/dl. The time difference between the two results is unk. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.